Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the specification range and passed off no power test. Pump passed the delivery accuracy test. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 478mg/dl which was treated with bolus. Customer¿s current blood glucose was 197mg/dl. Customer states that insulin pump was under delivering the insulin. Customer reports insulin exited at the qr. Drive support cap was normal. Customer advised to revert to back up plan as per hcp's instructions. Insulin pump will be return for analysis.